Event description:
The customer reported lower results on nine patient samples for the human chorionic gonadotropin (hcg) assay on an immulite 1000 instrument. All samples were >5000 miu/ml and had to be diluted on-board the immulite 1000 instrument. The initial results on the patient samples were reported to the physician(s) who questioned the results. On the physician(s) request the same patient samples were then run on an alternate platform and the values were higher. There were no reports of patient intervention or adverse health consequences due to the lower values for hcg on the immulite 1000.

Manufacturer narrative:
A siemens technical application specialist (tas) visited the customer site. The cause of the lower values for hcg on the patient samples is unknown. Siemens healthcare is investigating this issue.

Manufacturer narrative:
The initial MDR 2432235-2015-00055 was filed on february 5, 2015. Additional information (02/06/15): a siemens technical assay specialist (tas) was notified that the alternate system used to rerun patient samples indicated in the initial MDR was another immulite 1000 system at a different site. Based on this information tas carried out a dilution study at the customer site and at the alternate site on both immulite 1000 systems using the same samples that require on-board dilution. The dilution study was carried out on 2/4/2015. Based on the results obtained of the dilution study on the samples between the two sites, the tas concluded that the instrument and assay were performing according to specifications. The tas has been in contact with the customer site and there have been no further patient sample discordants reported. The cause of the lower results obtained on the patient samples for the hcg assay is unknown. The system is performing according to specifications. No further evaluation of the device is required.